Event description:
The manufacturer received information alleging a ventilator's lcd screen was not functioning. There was no harm or injury reported. The ventilator was evaluated by the manufacturer's field service engineer and the customer's complaint was confirmed. The device's display board needs to be replaced to address the issue.